Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The pt called lifescan in 2004 and alleged that her meter was set to the incorrect unit of measurement. The pt stated she obtained a result of "80 mg/dl". She was shaking at the time of testing. The paramedics were called and they obtained a result of 238 mg/dl. She then tested on her meter and obtained results of 8.7, 7.9 and 11.1 mmol/l. The pt was taken to the hosp, but she did not receive any treatment. The pt's husband changed the meter back to the correct unit of measurement. The pt stated that the meter was previously set to the correct unit of measurement and she has not recently made any changes to the unit of measurement. Based on the info provided, there is evidence of a meter malfunction; however, there is no evidence of the meter contributing to a serious injury. A replacement meter is being sent to the pt.